Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump by connecting the cable into the usb port of a laptop. There was no reported adverse impact to customer's blood glucose level.